Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of constipation problem, break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a constipation problem and a break in aseptic technique, described as patient made a mistake and did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. A peritoneal effluent culture was not performed. On an unreported date, the patient began remedial therapy with fortum (500mg, ip, 2x a day) and reflin (500mg, ip, 3x a day) for 7 days. Dianeal therapy was ongoing. The peritonitis was not resolved. The outcome for the events of break in aseptic technique and constipation problem was not reported. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy, but was due to the constipation problem and the break in aseptic technique. An opinion of causality was not reported for the events of constipation problem and break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.